Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. B3: unknown; captured as awareness date attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure, the coating on tip of the electric scalpel peeled off during using the device. It was reported by agency. The black thing like rubber covering the tip had come off. There were no pieces left in the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. The black part which covered the tip of the device was detached. The broken pieces were discarded.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 0012am device was returned with the ptfe insulation was detached and not returned. In addition, the coating of the tip electrode was damaged. The electrode was tested for continuity and passed the test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely cause of the coating damage is caused by operating the electrosurgery equipment (generator) at high power settings with continual activation of the electrode for long periods or by placing the electrode tip against another instrument causing extreme heat which results in the melting of the tip. No definitive root cause could be reached that might have caused the detachment of the ptfe.